Event description:
The hospital reported that the head nurse was preparing a patient for dialysis treatment when they noticed air in the blood tubing set, including the venous patient line. The origin of the air is not clear but not from the saline bag used to prime the line. Nurse rpeorted they did not get an "air in blood" alarm.